Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by replacing the pump and advised the caller to use manual multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Customer was informed about the steps to follow upon receiving the replacement pump, including putting the original pump into storage mode before sending it back using a pre-paid return box within 10 days. Training regarding the replacement pump would be available through their tandem source account, and the caller understood these instructions.